Event description:
This is a spontaneous case report received on 04-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Follow-up received on 27-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid pelvic inflammatory disease"), fallopian tube perforation ("perforation fallopian tube(s)") and device dislocation ("displaced essure on the right side") in a (B)(6) year-old female patient who had essure (batch no. 623818) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's previously administered products included for an unreported indication: nuvaring. Concurrent conditions included hypothyroidism, irritable bowel syndrome and migraine. Concomitant products included estradiol, levothyroxine, medroxyprogesterone acetate (provera) since 2012, phentermine since 2013 and pravastatin since 2013. On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"). In 2009, the patient experienced memory impairment ("memory problems"). In 2010, the patient experienced irritable bowel syndrome ("irritable bowel syndrome"). On (B)(6) 2015, 7 years 6 months after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), nervous system disorder ("neurological condition or problems"), abdominal pain ("abdominal pain"), menopause ("menopausal/ menopausal symptoms"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), hypersensitivity ("allergic or hypersensitivity"), female sexual dysfunction ("apareunia"), mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), reproductive tract disorder ("reproductive system disorder or condition"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), menstruation irregular ("irregular menstrual bleeding"), pelvic pain ("pelvic pain / frequent stabbing pain"), dysgeusia ("metal taste in mouth"), abdominal distension ("right abdomen swollen"), depression ("depression"), ovarian cyst ("ovarian cysts"), smear cervix abnormal ("abnormal pap"), disturbance in attention ("paying attention problem"), cystitis interstitial ("interstitial cystitis") and pain ("aches and pains"). The patient was treated with surgery (underwent salpingectomy (bilateral removal of fallopian tube)), surgery (on (B)(6) 2016 bilateral salpingectomy) and surgery (on (B)(6) 2016 bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, fallopian tube perforation, device dislocation, nervous system disorder, menopause, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, mental disorder, bladder disorder, urinary tract disorder, reproductive tract disorder, nausea, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, menstruation irregular, abdominal distension, depression, ovarian cyst, smear cervix abnormal, memory impairment, disturbance in attention, irritable bowel syndrome, cystitis interstitial and pain outcome was unknown and the abdominal pain, dyspareunia, pelvic pain and dysgeusia had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, bladder disorder, cystitis interstitial, depression, device dislocation, disturbance in attention, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, hypersensitivity, irritable bowel syndrome, memory impairment, menopause, menorrhagia, menstruation irregular, mental disorder, nausea, nervous system disorder, ovarian cyst, pain, pelvic inflammatory disease, pelvic pain, reproductive tract disorder, smear cervix abnormal, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: complication during insertion - dr. Stated that the davinci procedure would not be possible because they found abdominal adhesion's during surgery. They had to use the essure on the right tube and used a ring on the left tube. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "right abdomen swollen, depression, ovarian cysts, abnormal pap, pid pelvic inflammatory disease, memory problems, paying attention problem, irritable bowel syndrome, menopausal symptoms, interstitial cystitis, aches and pains", concomitant drug added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid pelvic inflammatory disease"), fallopian tube perforation ("perforation fallopian tube(s)") and device dislocation ("displaced essure on the right side") in a 50-year-old female patient who had essure (batch no. 623818) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included multiple caesarean sections (on (B)(6) 2000), pruritus, rash, d & c in 1999, multigravida, spontaneous abortion and parity 2. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included hypothyroidism since 2000, irritable bowel syndrome, migraine, leukorrhea, back pain and high cholesterol since 2013. Concomitant products included estradiol, levothyroxine since 2000, medroxyprogesterone acetate (provera) since 2012, phentermine since 2013 and pravastatin since 2013. On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"). In 2009, the patient experienced memory impairment ("memory problems"). In 2010, the patient experienced irritable bowel syndrome ("irritable bowel syndrome"). On (B)(6) 2015, 7 years 6 months after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), nervous system disorder ("neurological condition or problems"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), hypersensitivity ("allergic or hypersensitivity"), female sexual dysfunction ("apareunia"), mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), reproductive tract disorder ("reproductive system disorder or condition"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), menstruation irregular ("irregular menstrual bleeding"), pelvic pain ("pelvic pain / frequent stabbing pain"), dysgeusia ("metal taste in mouth"), abdominal distension ("right abdomen swollen"), depression ("depression"), ovarian cyst ("ovarian cysts"), smear cervix abnormal ("abnormal pap"), disturbance in attention ("paying attention problem"), cystitis interstitial ("interstitial cystitis"), pain ("aches and pains") and menopause ("menopause") with menopausal symptoms. The patient was treated with surgery (on (B)(6) 2016 bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, fallopian tube perforation, device dislocation, nervous system disorder, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, mental disorder, bladder disorder, urinary tract disorder, reproductive tract disorder, nausea, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, menstruation irregular, abdominal distension, depression, ovarian cyst, smear cervix abnormal, memory impairment, disturbance in attention, irritable bowel syndrome, cystitis interstitial and pain outcome was unknown, the abdominal pain, dyspareunia, pelvic pain and dysgeusia had resolved and the menopause had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, bladder disorder, cystitis interstitial, depression, device dislocation, disturbance in attention, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, hypersensitivity, irritable bowel syndrome, memory impairment, menopause, menorrhagia, menstruation irregular, mental disorder, nausea, nervous system disorder, ovarian cyst, pain, pelvic inflammatory disease, pelvic pain, reproductive tract disorder, smear cervix abnormal, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: complication during insertion - dr. Stated that the davinci procedure would not be possible because they found abdominal adhesion's during surgery. They had to use the essure on the right tube and used a ring on the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): colposcopy - on (B)(6) 2010: low grade squamous intraepithelial lesion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, hot flashes, menstruation irregular, abdominal and pelvic pain, ibs, dysplasia, vaginal discharge, pelvic pain, fallopian tube perforation". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2018: plaintiff fact sheet received, event added: menopause. Concomitant condition and concomitant drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation fallopian tube(s)") and device dislocation ("displaced essure on the right side") in a female patient who had essure (batch no. 623818) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included hypothyroidism, irritable bowel syndrome and migraine. Concomitant products included estradiol, medroxyprogesterone acetate (provera) since 2012, phentermine since 2013 and pravastatin since 2013. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), nervous system disorder ("neurological condition or problems"), abdominal pain ("abdominal pain"), menopause ("menopausal"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), hypersensitivity ("allergic or hypersensitivity"), female sexual dysfunction ("apareunia"), mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), reproductive tract disorder ("reproductive system disorder or condition"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), menstruation irregular ("irregular menstrual bleeding"), pelvic pain ("pelvic pain") and dysgeusia ("metal taste in mouth"). The patient was treated with surgery (on (B)(6) 2016 bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, nervous system disorder, menopause, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, mental disorder, bladder disorder, urinary tract disorder, reproductive tract disorder, nausea, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue and menstruation irregular outcome was unknown and the abdominal pain, dyspareunia, pelvic pain and dysgeusia had resolved. The reporter considered abdominal pain, allergy to metals, bladder disorder, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, hypersensitivity, menopause, menorrhagia, menstruation irregular, mental disorder, nausea, nervous system disorder, pelvic pain, reproductive tract disorder, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: the pfs was received. Previously reported "complication from device" was replaced by: perforation fallopian tube, displaced essure on the right side, abnormal vaginal bleeding, menorrhagia, allergic or hypersensitivity, apareunia, psychological or psychiatric problems, bladder problems, urinary problems, reproductive system disorder, menopausal, nausea, nickel allergy, neurological condition, dysmenorrhea, dyspareunia, vaginal discharge, fatigue, irregular menstrual bleeding, abdominal pain, pelvic pain, metal taste in mouth, and essure confirmation test not done. "Device removal" was deleted and added as treatment. Reporter, concurrent conditions, medication and lot number added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid pelvic inflammatory disease"), fallopian tube perforation ("perforation fallopian tube(s)") and device dislocation ("displaced essure on the right side") in a 50-year-old female patient who had essure (batch no. 623818) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included multiple caesarean sections ((B)(6) 2000), pruritus, rash, d & c in 1999, multigravida, spontaneous abortion and parity 2. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included hypothyroidism, irritable bowel syndrome, migraine, leukorrhea and back pain. Concomitant products included estradiol, levothyroxine, medroxyprogesterone acetate (provera) since 2012, phentermine since 2013 and pravastatin since 2013. On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"). In 2009, the patient experienced memory impairment ("memory problems"). In 2010, the patient experienced irritable bowel syndrome ("irritable bowel syndrome"). On (B)(6) 2015, 7 years 6 months after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), nervous system disorder ("neurological condition or problems"), abdominal pain ("abdominal pain"), menopausal symptoms ("menopausal/ menopausal symptoms"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), hypersensitivity ("allergic or hypersensitivity"), female sexual dysfunction ("apareunia"), mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), reproductive tract disorder ("reproductive system disorder or condition"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), menstruation irregular ("irregular menstrual bleeding"), pelvic pain ("pelvic pain / frequent stabbing pain"), dysgeusia ("metal taste in mouth"), abdominal distension ("right abdomen swollen"), depression ("depression"), ovarian cyst ("ovarian cysts"), smear cervix abnormal ("abnormal pap"), disturbance in attention ("paying attention problem"), cystitis interstitial ("interstitial cystitis") and pain ("aches and pains"). The patient was treated with surgery (underwent salpingectomy (bilateral removal of fallopian tube)), surgery (on (B)(6) 2016 bilateral salpingectomy) and surgery (on (B)(6) 2016 bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, fallopian tube perforation, device dislocation, nervous system disorder, menopausal symptoms, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, mental disorder, bladder disorder, urinary tract disorder, reproductive tract disorder, nausea, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, menstruation irregular, abdominal distension, depression, ovarian cyst, smear cervix abnormal, memory impairment, disturbance in attention, irritable bowel syndrome, cystitis interstitial and pain outcome was unknown and the abdominal pain, dyspareunia, pelvic pain and dysgeusia had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, bladder disorder, cystitis interstitial, depression, device dislocation, disturbance in attention, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, hypersensitivity, irritable bowel syndrome, memory impairment, menopausal symptoms, menorrhagia, menstruation irregular, mental disorder, nausea, nervous system disorder, ovarian cyst, pain, pelvic inflammatory disease, pelvic pain, reproductive tract disorder, smear cervix abnormal, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: complication during insertion - dr. Stated that the davinci procedure would not be possible because they found abdominal adhesion's during surgery. They had to use the essure on the right tube and used a ring on the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): colposcopy - on (B)(6) 2010: low grade squamous intraepithelial lesion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, hot flashes, menstruation irregular, abdominal and pelvic pain, ibs, dysplasia, vaginal discharge, pelvic pain, fallopian tube perforation ". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality safety evaluation of product technical complaint update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.